Event description:
It was reported that a male patient underwent a re-do persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient suffered a cardiac perforation and subsequent pericardial effusion. The physician was ablating the left atrial anterior wall with the stsf catheter, using 50 watts for 4-7 seconds (catheter irrigation rate was unknown to the caller), when the perforation occurred. Using flouroscopy it was noticed that the patient's heart wall was not moving. The effusion was diagnosed using intracardiac echo. A pericardiocentesis was performed, removing over 1 liter of fluid from around the patient's heart. The patient was being transported to CT surgery at the time of the call. The physician mentioned after the effusion was diagnosed that they felt a steam pop a few minutes prior during rf delivery. The physician did not indicate if they believed bwi products contributed to the patient event. The physician did not provide a causality opinion for the cause of this adverse event. The patient eventually recovered and went home. It is unknown how long the patient stayed in the hospital. A transseptal puncture was performed. The correct catheter settings were selected on the generator. No error messages observed on the biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & tags colored by impedance drops.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).